Event description:
Clinical history: diffuse thrombus of the sfa. Procedure: md was attempting a thrombectomy of the pt's sfa. A 2.5mm te catheter made three passes at 60/40, 60/60 and 60/80 with embolic protection used with no flow affect post lasing. After the md had removed the emboli shield, the device was filled with "charred material and post removal thrombus was throughout the vessel." Thrombus aspiration was attempted with some success, but distal flow remained compromised. Patient status: distal embolization and thrombus throughout vessel. No other information available at this time. Failure analysis: the device is currently being investigated. The final investigation report will be a follow-up submission.